Event description:
According to physician: plasmablade used in case caught on fire over the tip of the device but the flame did not reach the patient; the instrument was put out of use and passed off the field.